Manufacturer narrative:
Alleged failure: skin irritation. Probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle console error the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that some of the patients received skin irritation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: unknown at this time. However, should it become available it will be provided in future reports. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that some of the patients received skin irritation.